Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: the pre-implant angiogram image of the aneurysm blood lumen appeared to be juxtarenal and/or had an aortic neck length that was less than 15mm. Also, there appeared to be a significant stenosis of the bifurcation. These findings as well as the patient's history of anticoagulation therapy (increased risk for bleeding complications) might have contributed to the event. The type 1a endoleak was substantiated and angiogram demonstrated a persistent type 1a endoleak. There were two substantiated subsequent events associated with this report: a diagnostic angiogram completed twelve months post implant, which demonstrated a type 1a endoleak, and an unsuccessful evar repair completed thirteen months post implant. The stent migration of the suprarenal stent and the unsuccessful mitigation of the type 1a endoleak were substantiated. There was significant stenosis at the bifurcation and bilateral iliac arteries. It was noted that this patient was not a surgical candidate. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the type 1a endoleak is likely related to the patient's vessel morphology, which was incongruent with IFU recommendations. There were no indications the device was a factor.

Event description:
It was reported that approximately 13 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was identified at the proximal segment of the extension. The physician implanted two additional suprarenal aortic extensions to resolve the endoleak. It was indicated that lateral forces caused graft migration, resulting in the referenced endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.